Event description:
A patient was implanted with prodisc-l at l4-l5 and l5-s1 in 2009. Post-op x-ray indicated either a fracture or subsidence at l5. Patient was returned to the or in the same month. Surgeon removed the prodisc implants, performed a corpectomy at l5 and placed an expandable cage. Surgeon indicated the patient's bone quality may not have been optimal for the prodisc. This is report #5 of 6 on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.